Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, an arthrex employee reported via email that an arthrex central post and four arthrex peripheral screws were implanted. Post-procedural x-ray imaging reportedly identified one screw that appeared to be broken and a separate screw that was free-floating. No additional information was provided.